Event description:
It was reported that an end-of-service (eos) message was displayed on the implantable neurostimulator (ins) at a voltage of 2.96v. This device was off when the patient was seen in the healthcare provider¿s office. Impedance readings at the time of the report showed all impedances were within range except on electrode pair 1,2 which had a low reading of 12 ohms. When the patient was last seen on 06/25/2013, therapy impedance at the time was 1112 ohms. It was noted that the patient did have "some" return of symptoms, but not ¿significant enough¿ for the patient to note. It was also reported that on (B)(6) 2013, the patient had a shock while sitting in a recliner that went from the right arm to the brain two to three times. This issue reportedly resolved and did not happen again. Follow-up with the patient¿s healthcare provider indicated that the cause of the event was problem with impedances on electrode pair 1,2 which was due to the extension. It was also noted that the ins depletion was premature. The patient¿s ins and extension were consequently replaced. Hospitalization was required as a result of the event and the patient outcome was noted as no injury. Approximately a week later, it was reported that the left lead was tested by disconnecting the extension wire behind the left ear and using a screening cable and clinician programmer. After an impedance check of the lead, it was determined that the lead was good. After replacement of the extension, the entire system on the left side appeared normal. The patient was reportedly receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v985676, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v985676, implanted: (B)(6) 2012, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
Final analysis of the returned stimulator revealed no significant anomalies. At the lowest calculator settings, longevity was estimated to be as follows: early replacement indicator at 9.45 months and end of service at 12.45 months.